Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Device evaluation: no observations are performed for the complaint as the event is no complaint against the device . Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.